Event description:
It was reported that the pump had alarmed. Telemetry confirmed a critical alarm due to a motor stall. The motor stall was noted in the event logs with no motor stall recovery. The healthcare provider attempted to restart the pump but was unsuccessful. The patient was given oral meds to prevent withdrawal symptoms, but still exhibited symptoms over the days following the motor stall; she experienced some increased back pain. She was scheduled for a pump replacement. The device system was used to deliver dilaudid. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).